Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign objects on the plastic distal end cover and distal end was not secured due to adhesive peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the plastic distal end cover contained foreign objects. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, the distal end was not secured due to the adhesive peeling. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or inappropriate material. These causes can occur between components such as mechanical/structural cable, imager, and the tip without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.